Event description:
Dealer said that at one of facilities that they service is having an issue with front rigging pins breaking off their tracer ex2 wheelchairs. They did not have any serial numbers available at time of this call also no injuries were reported.